Manufacturer narrative:
Follow up MDR for correction. Following the submission of the initial MDR, it was determined that (B)(4) is a duplicate of (B)(4). This MDR will be voided.

Event description:
(B)(4) is a duplicate of (B)(4).

Manufacturer narrative:
Initial MDR submission with device evaluation. A device history record review was completed by our quality engineer team for provided material number 301031 and lot number 1356495. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material# 301031 batch# 1356495. It was reported by customer that black particulate in syringe. Verbatim: rcc received a complaint via email. Email(s) attached notification number (B)(4); notification created date 4/13/2022; notification description black particulate in syringe; component number 26007; component description dnq bfc syr 20ml l/l; component lot serial number (B)(6).; regulatory date reported 3/18/2024; regulatory reference number 3004122598-2024-00010.